Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 14 mg/dl and 101 mg/dl on the accu-chek go system. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for eval.

Manufacturer narrative:
The event occurred in a foreign country.